Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criterion disability), genital haemorrhage ("haemorrhagic and profuse bleeding outside of menstrual periods"), menorrhagia ("haemorrhagic and profuse bleeding during menstrual periods"), back pain ("lumbar pain"), arthralgia ("joint pain"), fatigue ("intense fatigue"), anxiety ("anxiety") and insomnia ("insomnia"). On an unknown date, the patient experienced burnout syndrome ("burnout") and depression ("chronic depression"). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, back pain, arthralgia, fatigue and depression had not resolved and the anxiety, insomnia and burnout syndrome outcome was unknown. The reporter provided no causality assessment for anxiety, arthralgia, back pain, burnout syndrome, depression, fatigue, genital haemorrhage, insomnia, menorrhagia and pelvic pain with essure. The reporter commented: the patient had insomnia which led to burnout and chronic depression. Patient¿s current status: haemorrhagic and profuse bleeding during and outside menstrual periods. Joint, lumbar and pelvic pain. Intense fatigue and depression. Disability and divorce proceedings. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 24-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criterion disability), genital haemorrhage ("haemorrhagic and profuse bleeding outside of menstrual periods"), menorrhagia ("haemorrhagic and profuse bleeding during menstrual periods"), back pain ("lumbar pain"), arthralgia ("joint pain"), fatigue ("intense fatigue"), anxiety ("anxiety") and insomnia ("insomnia"). On an unknown date, the patient experienced burnout syndrome ("burnout") and depression ("chronic depression"). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, back pain, arthralgia, fatigue and depression had not resolved and the anxiety, insomnia and burnout syndrome outcome was unknown. The reporter provided no causality assessment for anxiety, arthralgia, back pain, burnout syndrome, depression, fatigue, genital haemorrhage, insomnia, menorrhagia and pelvic pain with essure. The reporter commented: the patient had insomnia which led to burnout and chronic depression. Patient¿s current status: haemorrhagic and profuse bleeding during and outside menstrual periods. Joint, lumbar and pelvic pain. Intense fatigue and depression. Disability and divorce proceedings. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.